Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the device determined that the tubing was broken off at the junction of the distal luer. Further examination of the device noted that a portion of the tubing remained in the distal luer. The reported condition was confirmed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an infusor had a detached distal luer which resulted in a leak. This issue was discovered after the device had been filled. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.